Event description:
A nurse reported that the unit stopped aspirating during surgery. They replaced the consumable, but still had aspiration problems. Additional information received indicated that the surgeon was able to complete the case during the same procedure though it is not known what was done. The reporter indicated that there was no patient harm or injury, and she thinks the issue was related to use of a specific pak.

Manufacturer narrative:
The company representative examined the system and could not duplicate the reported event. Preventive maintenance was performed. The system was then tested and met all product specifications. The customer feels that the issue was related to the use of the 25 gauge total plus pak (they have been using the regular 25 gauge total pak) and the staff was not aware they had to change the setting on the system. The staff is now aware and has used the system with the 25 gauge total plus pak with no issues. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event was use mishandling as the customer was unaware that the system settings had to be adjusted to use the total pak plus. (B)(4).